Manufacturer narrative:
The lot number for one of the malfunctions was provided and a lot history review was performed. The devices for the two malfunctions were returned for evaluation; one investigation confirmed for deflation, and the other confirmed for balloon rupture and was not confirmed for deflation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 000724 feeding device experienced a deflation problem. These events were reported from various sources. These two (2) events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for either of the two (2) events.

Manufacturer narrative:
Of the two (2) events, two (2) devices have been returned to bd for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 000724 feeding device experienced a deflation problem. These events were reported from various sources. These two (2) events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for either of the two (2) events.